Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient reports the device is not working and that they didn¿t have an appointment for it. On (B)(6) 2020. The patient clarified that the first part of last year they saw the por code, and learned the device was dead/needed to be replaced, but they have been dealing with other health issues. Her replacement surgery was now postponed due to covid19. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that their device did not work. They experienced a loss of therapeutic effect. They tried to make adjustments on their own but there were only a couple of programs to try. They tried to sync the patient programmer with the ins and saw por. Patient services redirected the patient to their hcp and reviewed the meaning of por. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Event description:
Additional information was received from the patient. They reported that the reason for their call was that the ins needed to be replaced due to normal battery depletion. The patient stated having difficulty with bladder that started ¿a couple years ago, when battery was gone.¿ patient services noted they were unable to further clarify the date and the patient was redirected to their health care professional (hcp) to further address the issue. It was also noted the patient did not currently have a hcp but they were provided with a list of hcps. The patient reported unrelated medical history of the inability to remember things.

Manufacturer narrative:
Review of the additional information received shows that there is now information to reasonably suggest that the device in this report did not cause or contribute to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.